Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The lead has been explanted and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.